Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The hard disk was replaced and the software reloaded. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 intermittently mixed images and pt data, and at times lost images completely. There was no adverse pt involvement reported. There was no pt information reported.